Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is dependent on lot number, therefore, unavailable at the time of filing. Unique device identifier (UDI) is unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device. It was reported that the pointed part inside the clamp was bent and the clamp could not be engaged tightly. There was no reported delay to the procedure, and no impact on patient outcome.

Manufacturer narrative:
Additional information: the clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp was well worn and some of the points in the clamp had been blunted. Otherwise, the adjustment screw was intact and fully functional. No problem was found. If information is provided in the future, a supplemental report will be issued.